Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown)with pulseless electrical activity, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; instead the device's clinical data was. Review of the provided clinical data file determined that the ECG rhythm does match the criteria the algorithm has for shockable rhythms. Two of the 3 segments used in the algorithm were deemed shockable due to the detected low number of peaks and low normalized amplitude that matched the definition of vf. Low signal amplitude can make peak detection difficult for the algorithm. However, it is agreed the rhythm appears to be more like pea rather than vf when viewed in the magnified ECG tab of code review. It was concluded by review of the device log that the device worked within the limitations of the technology available. Analysis for reports of this type has not identified an increase in trend.